Manufacturer narrative:
Based on the information available, the reported failure could not be confirmed; the customer did not have additional information on the event and was not able to return the device for evaluation. A review of the complaint history shows that there have been no prior complaints in the past 2 years reported regarding the punch failing to retract and requiring manual removal with a surgical blade. This results in a complaint rate of 0.0009% (1 complaint per 106,112 surgical punches sold in the past 24 month period from the date this complaint was reported). There have been no other issues reported for this product lot from other customers. Additionally, production has not reported any in-process issues or seen any changes with manufacturing. At this point in time, this event appears to be isolated and the root cause cannot be determined. Should additional information be provided, further investigation will be conducted.

Event description:
Aortic punch tip failed to retract requiring manual removal with surgical blade.